Manufacturer narrative:
Section h10:(h3) pending evaluation.

Event description:
It was reported that this 74 y/o male patient's right knee was revised. The surgeon contacted midway medical to provided implants requested for a revision surgery for a recalled poly insert. New insert was implanted. Patient was last known to be in stable condition following the event. Product will not be returned, hospital policy is to dispose of explanted implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.